Event description:
It was reported that during a procedure using the reflection drill, device tangled up and procedure had to be concluded with a backup device from a competitor. It is unknown if a delay or an injury occurred.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. The clinical/medical team concluded, per complaint details, the reflection drill "tangled up" during the procedure and the use of a competitor drill was required to complete the procedure. Responses to clinical documentation/information requests have not been received. It remains unknown whether there was any procedural delay or patient injury. Therefore, due to limited information, the root cause could not be concluded, and no further medical assessment could be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.